Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline which failed to open. It was reported that the devices were prepared as indicated in the instructions for use (IFU). During the procedure, the pipeline did not open correctly. Therefore this pipeline was removed and replaced with another pipeline which was used to complete the procedure successfully. There was not harm or injury to the patient associated with this event. The patient received dual antiplatelet treatment (dapt). Post-operative angiographic results were good.